Event description:
It was reported by the customer that there was scratch /pit on the patient interface (pi) cone. The procedure was completed successfully with a new pi and there was no patient injury or surgical intervention needed. No further information provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: information requested from the customer however, not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.